Event description:
It was reported by service report that there was no up or down function on the bed. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: motion interrupt pan was cracked at one of its concerns, thereby engaging the cherry switch.